Event description:
A report was received that during a lead placement procedure the clinical patient experienced a motor seizure which was mild in severity. The patient was treated with medication and the event resolved. The event is assessed as causally related to the procedure and to the device.

Manufacturer narrative:
Additional information was received that the patient had experienced a focal motor seizure.

Event description:
A report was received that during a lead placement procedure the clinical patient experienced a motor seizure which was mild in severity. The patient was treated with medication and the event resolved. The event is assessed as causally related to the procedure and to the device.

Manufacturer narrative:
Additional information was received that the seizure was described as a one episode of facial clonus. The patient was started on levetiracetam and a follow-up cranial computed tomography scan that ruled out acute complications. The event recovered.

Manufacturer narrative:
Date of birth: (B)(6). A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead placement procedure the clinical patient experienced a motor seizure which was mild in severity. The patient was treated with medication and the event resolved. The event is assessed as causally related to the procedure and to the device.